Manufacturer narrative:
On (B)(6) 2021 the field service engineer (fse) visited the customer site and replaced the measuring cell, performed various calibrations and ran qc. The system was operating within specification. The customer is using 13 mm sample tubes with no rack adapter. Product labeling states "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys (B)(6) on a cobas e 411 immunoassay analyzer. The initial result was 2.47 coi ((B)(6)) on the e411 analyzer. On (B)(6) 2021 the 2nd result on an unspecified non-roche instrument was 0.10 (unit of measure not provided, (B)(6)). On (B)(6) 2021 the 3rd result from the e411 analyzer was 0.013 coi ((B)(6)). It is not clear if all results are from the same sample or if some are from different samples. Clarification on this has been requested but has not yet been provided. The (B)(6) reagent lot number was 55043902 with an expiration date of 31-may-2022.

Manufacturer narrative:
Clarification was received that all 3 results were from the same sample.

Manufacturer narrative:
Instrument performance testing was acceptable. The investigation determined the event was due to the customer not using rack adapters with their 13 mm sample tubes.